Manufacturer narrative:
Device evaluation indicated that the ipg (sn (B)(4)) passed the visual, electrical, performance and photographic imaging tests performed. The complaint was not confirmed. The device exhibited normal charging and discharging characteristics when charged with recommended optimal alignment. When alignment optimization was reduced, charging can lengthen considerably. The battery was depleting its charge with the stimulation turned off, which was within the typical ipg battery depletion rate.

Event description:
A report was received that the patient's ipg was replaced due to suspected battery failure. The patient was successfully reprogrammed post-operatively.

Event description:
A report was received that the patient's ipg was replaced due to suspected battery failure. The patient was successfully reprogrammed post-operatively.